Event description:
Reporter alleged obtaining discrepant blood glucose results of 222mg/dl on her aviva system compared to doctor's measurement of 98 mg/dl when testing was performed within 1 minute of each other. Reporter stated she had been receiving higher blood glucose readings lately and was not experiencing any hyperglycemic symptoms, so she went to the doctor to measure glucose. No treatment was received and no other actions reportedly were taken. A request was made for the return of the suspect device and replacement product was sent.